Event description:
Fragment of wire broke off during removal and not obvious to provider who removed it. Item discovered several days later retained in the patient. Left in patient due to risk of removal.